Event description:
It was reported to boston scientific corporation on june 11, 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure performed the month prior (patient age, gender and weight are unknown). According to the complainant, approximately two weeks after placement, the balloon was found to have a pinhole leak. Another corflo cubby low profile gastrostomy device was used to replace the damaged device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.